Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer appeared off the rail. As per part investigation, it was determined that the bearing retainers were migrating past the drawer bumper stops from the top drawer. This misalignment prevented full extension and required additional force to both open and close the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis the report of the drawer that appears off the rails was confirmed by fse. According to work order (B)(4) the fse reported that he replaced main drawer 2 hh with a new one. Tested in hta successfully. Laboratory inspection does not find obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Laboratory testing found that the bearing retainers were observed migrating past the drawer bumper stops from the top drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer that appears off the rails was identified and attributed to migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer appeared off the rail. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 appeared off the rails. A field service engineer (fse) replaced main drawers 2.1 and 2.2 due to faulty rails. After installation, the drawers were tested in hardware test application. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer appeared off the rail. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.